Manufacturer narrative:
(B)(4). Date sent: 1/20/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the electrical traces of the hand control buttons were found to be damaged. This resulted in the hand control buttons to be nonfunctional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the electrical traces issue occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4); batch #: t94v6n attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.